Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with an annulus size of 71-72 millimeter (mm) and was borderline for a 26/29 mm valve, the 26 mm valve was used due to a narrow sinus. A pre-balloon aortic valvuloplasty (bav) was performed with an 18 mm balloon. The valve was attempted to be deployed however was compressed due to the heavy calcification and lack of over-sizing. The valve was removed and a pre-bav was performed again with a 20 mm balloon then again with a 22 mm balloon. The valve was attempted to be implanted again however was still noted to be compressed. It was reported that 3 deployment attempts were made. Increased contrast was noted with concern with an increased risk for stroke. A femoral bleed was noted and resolved with balloon tamponade. It was reported that the cause of bleeding was unknown however was most likely due to the high number of passes with balloons/sheaths/and dcs combined with a challenging calcified femoral anatomy. It was reported that the valve was slightly over captured on removal as well. A new 26 mm valve ( (B)(6) ) was deployed two times and recaptured due to the valve being constrained. The valve was successfully implanted. It was reported that the procedure was prolonged due to multiple exchanges. The prolonged procedure time did not result in subsequent harm. No additional adverse patient effects were reported.